Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The infusion device was displaying an e-4 occlusion error message for the past "couple" of days prior to the event. During troubleshooting, it was found that the cannula of the infusion set was bent. The patient's blood glucose results were in the "400's mg/dl" range prior to the hospital visit. The patient was not feeling well and the daughter-in-law drove her to the hospital. The blood glucose result at the hospital was 595 mg/dl. The patient was treated with an insulin drip. The patient was released from the hospital on (B)(4) 2016. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.